Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer could not be opened. A field service engineer assisted the client with a drawer swap to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer will not open. Customer reported that the malfunction occurred when user tried to issue medication to patient and there was a delay in the dispensing medication to patients. There were no adverse events or injuries reported based on this event.